Event description:
It was reported that novum iq syringe pump backed up propofol into a fentanyl syringe. The propofol was infusing at the rate of 25.2ml/hr. While the pump was running, fentanyl (125 mcg/hour) was clamped off by a slide clamp, ¿about 10 min¿ with no downstream occlusion alarm. Additionally, fentanyl syringe alarmed syringe empty with some visible volume remaining. This was noticed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.